Manufacturer narrative:
One device was returned for analysis. A functional test was performed, and the reported issue was not duplicated. The suspected cause of the reported issue was user error. However, the downstream occlusion sensor was recalibrated, and the downstream occlusion seal was replaced as preventive. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a pressure alarm. There was no patient involvement, no patient injury was reported.